Manufacturer narrative:
(B)(6). Siemens has completed a technical investigation of the reported event. The patient fell off the table because the user did not immobilize the patient on the system table with straps during scanning as recommended in the associated user manual. There was no device malfunction associated with the reported event.

Event description:
It was reported to siemens that the patient fell from somatom definition flash table after scanning, when the user unloaded the table. The patient fell off the table because the patient couldn't control himself and the user didn't fixate the patient with an immobilization strap during scanning as recommended in the user manual. The patient fell onto the sealing ring between gantry front and rear cover. The sealing ring was pushed into the slowly rotating gantry. Even though no patient injury was reported, a critical injury due to rotating parts inside the gantry cannot be fully excluded in the event of a re-occurrence. There was no device malfunction identified. The reported event occurred in (B)(6).